Event description:
Received report from customer indicating that the instrument had allegedly caused a burn to the patient's lip.

Manufacturer narrative:
Upon receipt and evaluation of the device, it was determined that the device had not been cleaned properly. In addition to communicating the concern to the customer, preventive steps were taken for future products, to clarify cleaning requirements. Due to the event and remedial action taken, decision was made to file medwatch report.